Event description:
This is report 17 of 17 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown implant date in (B)(6) 2013. Placeholder.

Event description:
It was reported: patient had a revision surgery (approximately one month after initial procedure) where the hardware (plate and screws) were removed due to the screws causing fluid buildup around the heart, as well as being too long. It was also reported the patient was recovering well from the revision surgery. No further information available at this time. This is 17 of 17 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.